Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported after customer gained access with needle, they were able to thread the wire and then introducer with no issues, however they went to thread PICC and met resistance. Nurse manipulated the PICC back and forth a few times to see if the PICC would pass resistance but it did not. After not being able to thread the PICC he then removed the device and when to flush the line with the sty-let still in device, at that point he saw a piece of the sty-let come out of the PICC that had broken off.